Event description:
Tip from (B)(6) private label saliva ejector (product #(B)(4)) was separated while suctioning the patient during a dental procedure. Patient aspirated the tip. He was sent to hospital for a bronchoscopy to remove the tip from his lung.